Event description:
It was reported that the ventilator shut down twice with no audible alarm while connected to a pt. The pt was experiencing coughing and excess sputum. The high pressure alarm and apnea alarm were displayed on the ventilator. The pt was placed on another ventilator. No reported harm to the pt.